Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer for two patients. The patients' physicians did not believe the results and requested that the samples be repeated. The samples were repeated on another c501 analyzer, serial number (B)(4). The first patient's initial sodium result was 110 mmol/l. The repeat result was 136 mmol/l. The first patient's initial potassium result was 2.78 mmol/l. The repeat result was 4.14 mmol/l. The first patient's initial chloride result was 120.4 mmol/l. The repeat result was 98.2 mmol/l. The second patient, a female born on (B)(6), had an initial sodium result of 96 mmol/l. The repeat result was 136 mmol/l. The patients were not treated based on the erroneous results and there were no adverse events. The sodium electrode lot number was k9592 and the expiration date was not provided. The potassium electrode lot number was t6778 and the expiration date was not provided. The chloride electrode lot number was x1506 and the expiration date was not provided. The field service representative found a fluidics failure due to the sipper nozzle outer coating wearing off. He replaced the sipper nozzle. He performed an ise precision test and the results were within specification. The customer performed calibration and quality control which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.